Manufacturer narrative:
"Aortic valve damage" has already been mentioned in instructions for use. The details of this event and the lot of product used in this patient are currently under investigation.

Event description:
Date of surgery: (B)(6) 2023. Date of event occurred: 27-nov-2023. Outcome: death ((B)(6) 2023). During transcatheter aortic valve implantation (tavi), after pre-dilation (pre-bav) using inoue balloon a, the patient had increased cardiac effusion and was diagnosed with valve annulus rupture. Due to the patient's advanced age and frailty, open thoracotomy was not performed and the patient died.

Event description:
(B)(6) 2023: the patient was hospitalized due to acute exacerbation of chronic heart failure caused by aortic valve stenosis. (B)(6) 2023: at around 7 p.m., the patient was in shock and had impaired consciousness, and the decision was made to perform emergency transcatheter aortic valve implantation (tavi) on the same day. (B)(6) 2023: tavi was performed under ECMO support. Pre-dilation (prebav) was performed using inoue balloon 20mm. Immediately afterwards, pericardial fluid increased, so a pericardial drain was placed and tavi was performed. Pericardial fluid continued to increase, and ECMO flow decreased. (B)(6) 2023: spontaneous pulse disappeared and death was confirmed. (Cause of death: hemorrhagic shock (aortic valve annulus rupture)) physician's opinion: prebav with a balloon of other manufacturer would have resulted in the same outcome. Because the patient had a severe bicuspid valve with severe calcification, this is considered a limitation of tavi treatment, but considering the patient's condition, this was the only way to treat the patient.

Manufacturer narrative:
The facility discarded the device used in this patient, therefore it is impossible to investigate it anymore. We investigated the manufacturing record of the lot used in this patient and we have confirmed that there was nothing wrong in it. Therefore, we judged that this event was not caused by manufacturing process. "Aortic valve damage" has already been mentioned in instructions for use and there is nothing wrong in the manufacturing record, so we have judged that it is not necessary to take any corrective action.